Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication with livanova technician, it was learned that a further inspection and investigation on the unit returned was carried out. It was found that the wiring harness of the e/p pack has been disconnected and is not more in original production condition; cables were unscrewed from the hus board and screwed again, and marked with a not original tape. Also ups module has been inspected and found marks of burning components inside. E/p pack was tested with replacement ups module without further issues. All worked as expected. Based on this further investigation, it cannot be ruled out that the reported issue could be due to plug / unplug operation while the e/p pack was working.

Event description:
Livanova deutschland received a report that a s5 ups module emitted smoke from its component following its installation into a s5 pro system and the turning on of the unit. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 ups module. The incident occurred in (B)(6), indonesia. Following the reported issue, ups module was checked by a livanova field service representative and it was noted that there were components that were burnt. Moreover, power supply module and also battery board were checked: all worked fine, without burnt components. Livanova initiated an investigation.

Manufacturer narrative:
H10: correct model and serial number of the involved s5 ups module have been added to section d of this report. The complete e/p pack, with power supply module, the dc/dc module and the ups module were returned to livanova deutschland for a detailed investigation. The e/p pack was opened: the cables were found to be unscrewed from the hus circuit board and marked so that they can be screwed back into the correct position on the circuit board. No deviations were detected in the e/p pack and in the batteries and the wires were not replaced. The failure was confirmed and traced back to the ups module. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2022. Based on the above investigation results and considering that no deviations were detected in the e/p pack during unit inspection at livanova, it cannot be ruled out that the most likely root cause of the reported issue can be traced back to faulty ups module.

Event description:
See initial report.